Manufacturer narrative:
This report is associated with (B)(4), corega tabs. Corega tab is marketed as polident tablets in the us.

Event description:
Accidental ingestion [accidental device ingestion], vomiting [vomiting], nausea [nausea], malaise [malaise]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received denture cleanser (corega tabs) tablet for drug use for unknown indication. Previously administered products included levoid (she informed she takes it every morning and made a confusion, so she took corega tabs.). On an unknown date, the patient started corega tabs at an unknown dose and frequency. On an unknown date, an unknown time after starting corega tabs, the patient experienced accidental device ingestion (serious criteria gsk medically significant), vomiting, nausea and malaise. The action taken with corega tabs was unknown. On an unknown date, the outcome of the accidental device ingestion, vomiting, nausea and malaise were not reported. It was unknown if the reporter considered the accidental device ingestion, vomiting, nausea and malaise to be related to corega tabs.